Event description:
It was reported the patient was unable to enter MRI mode. As a result, surgical intervention may be pending to address the issue. The investigation did not determine which lead is related to the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000102670.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the lead was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
It was reported to abbott, a patient was unable to enter MRI mode because one of their leads had "pulled out." A rep met with the patient and was unable to resolve the issue. The patient was to have a paddle lead implanted. The patient moved to (B)(6) and the local reps were waiting for the patient to establish care with a doctor there. As of 14 mar 2023, the rep was notified the record would be closed and could be reopened as needed. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.